Manufacturer narrative:
The manufacturer received the device for investigation on march 15, 2017. The investigation is pending. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e. Biolox delta kopf, 12/14, 40 x 0; ref# 00-8775-040-02) are marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that a patient was implanted a cerasul, head, s, 28/-3.5, taper 12/14 and cerasul, alpha insert, jj/28 in 2001 on the left hip side. (As exact implantation date is unknown the last day of the year reported is taken in this report.) The patient underwent a revision surgery on (B)(6) 2017 due to inlay and head breakage.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: a trend is identified if at least one of the following criteria is met: 3 similar events within 1 month for the same item number. 6 similar events within 6 months for the same item number. 2 similar events for the same lot number. A trend considering the following event is identified: implant breakage 2 similar confirmed events for the lot number b332551 have been found. The following complaints are considered: cmp-(B)(4) (present case). (B)(6) (2005). Nothing peculiar or nonconforming could be identified regarding the lot #b332551. A life-time of 16 years is within expectation for this product. Review of event description: it was reported that a (B)(6) years old male patient had received left tha (cerasul alpha ceramic head/inlay, allofit shell and depuy stem) in 2001 (assumed date: (B)(6) 2001) and underwent a revision surgery on (B)(6) 2017 due to head and inlay breakage after approx 15 years. Review of received data: one x-ray dated (B)(6) 2017 after the revision surgery and one x-ray dated feb 1, 2017 before the revision surgery were received for the investigation. Latter ap view x-ray indicates the right tha failed. The stem taper is not centered in the acetabular cup anymore and migrated cranially. Ceramic fragments belonging to head and ceramic liner are observed around the stem. The stem seems to have radiolucent lines medially and laterally. Revision surgery report dated (B)(6) 2017: diagnose: mechanical complication of tha: had and inlay breakage. Operation: removal of the broken ceramic pieces. Stem seemed to be fixed and without obvious loosening. Metallic shell seems fixed and without loosening. Head and inlay revised. Stem and shell left inside. Devices analysis. Visual examination. Ball head. The ceramic head cannot be completely reconstructed from the delivered fragments. There were fragments missing, which potentially could deliver further information if they were available. Thus, there was a probability, that the analysis of the fragments and the fracture surface remains incomplete. Metal transfer of erratic appearance can be found on the polished surface and on the fracture surfaces which were clearly assigned to secondary effects, i.I rubbing between the metal parts and the ceramic fragments after the primary fracture event, such patterns do not provide any info about the cause of the fracture. In case of a symmetrical taper fit situation between the ceramic head and the stem taper, thin concentric lines (primary metal transfer) were expected over the whole circumference in the region c. The expected primary metal transfer cannot be found equally distributed on the cone of the head. This might indicate a disturbance between stem and head. Additionally, metal transfer can be found in region d/e. However, it cannot be decided clearly whether this metal transfer occurred prior to or after the primary fracture event. Fracture surfaces: obviously, fragments were rubbed against each other in the period between the primary failure event and the delivery of the fragments for the investigation. Due to that mechanism intensive chipping occurred at fracture surface edges and on all fracture surfaces. Therefore, further info properly got lost which might have been helpful in the failure analysis. If the primary fracture event is caused by hoop stresses inside the conical bore of the head the primary fracture surfaces could be found. The region of fracture origin cannot be determined due to the mentioned secondary damages. Insert: the ceramic insert cannot be completely reconstructed from the delivered fragments. There were fragments missing, which potentially could deliver further information if they were available. Thus, there is a probability, that the analysis of the fragments and the fracture surface remains incomplete. Metal transfer of the erratic appearance could be found on the outer surface, the inner sphere and on the fracture surface of the insert. This secondary metal transfer was produced by rubbing between metal parts and the ceramic insert after the primary fracture event. Thus, it does not provide any information about the cause of the fracture. Fracture surface: fragments were rubbed against each other in the period between the primary fracture event and the delivery of the fragments for the investigation. Due to that mechanism secondary chipping occurred at fracture surfaces. Therefore, further info properly got lost which might have been helpful in the failure analysis. Due to that fact the primary fracture surface and the fracture origin cannot be found. Metal abrasion on the polished surface of the insert an area of intensive metal abrasion can be found. The occurrence of this abrasion was a consequence of an intensive contact with the metal stem after the fracture event of the head. Increased wear on the outer surface of the fragments of the head clearly restricted areas with increased wear can be found. However, it cannot be decided clearly, whether these areas were generated by microseparation/edge loading prior to the fracture or caused by ceramic fragments and third body wear after the fracture event. Pe-shell abrasion on the inner surface of the pe-shell indicates a contact with the fragments of the insert. Additionally, on the outer rim damages could be found which have been occurred most likely during the removal at the revision surgery. Pe shell does not provide any hint regarding a possible cause of the failure of the insert. The density was determined on the fragments of the insert and the on the fragments of the ball head. The measured density of both components was complying with the delivery specification for biolox forte components (>3.96g/cm3). Further on, the grain size was measured on the fragments of the insert and the on the fragments of the ball head. The mean grain size is also complying with the delivery specification for biolox forte components (<2.0 cm). Review of product documentation: zimmer biomet products were combined with the depuy femoral stem. This combination was not approved by zimmer at the time of the implantation surgery. Root cause analysis: root cause determination using dfmea: oxidation of the pe, delamination, brittle, aging of the insert due to irradiation of the insert (gamma sterilization). Not possible: certified irradiation process of the insert. Fracture/ damage/ loosening of the insert due to wrong behaviour of the patient. Possible: it is not known if patient disregarded the device limits, therefore cannot be excluded. Detachment of the sandwich construction due to impingement with stem. Not possible: no evidence of impingement was observed. Fracture/ damage of the ceramic inlay due to impingement with stem. Not possible: no evidence of impingement was observed. Increased wear, loosening or fracture of components due to patient with high body weight . Possible: patient weight was not known, therefore cannot be excluded. Conclusion summary for the investigation of the complaint we have received a broken ceramic insert, broken ceramic ball head and pe-liner. The density of the insert and head were analyzed and found to be complying with the delivery specification for biolox forte components. The microstructure as obtained from the quality documents of both parts accomplishes the requirements as specified at the time of production, too. There are no indications of any pre-existing material defect. Besides the possible causes related to patient as patient disregarding the limits of the device and hight patient weight; it is also possible that a misaligned ceramic head on the metallic stem might have led to structural inbalance of the tha in terms of stresses applied. Therefore, a higher stress on a specific location in the inner sphere of the ceramic liner might have been existent resulting in a final fracture. As the insert in this complaint was manufactured before the release of new revision on oct 2006, lesser stability of the ceramic inlay in pe is also another likely reason for the reported failure of the sandwich component. Moreover, it was concluded that nothing peculiar or nonconforming could be identified regarding the lot #b332551. A life-time of 16 years is within expectation for this product. In 2006, a design change for the cerasul alpha insert was introduced as a proactive product improvement in conjunction with the product life cycle management. The product improvement concerned the roughening of the ceramic surface direct towards the pe sandwich to further increase the bonding strength between the two surfaces. The device of the incident at hand (cmp-(B)(4)) has been manufactured before the product improvement. The cerasul alpha insert product improvement was done in 2006. However, based on the given information and the results of the investigation, we could identify a root cause for this issue. As the product combination is not approved by zimmer biomet, we consider the root cause as off-label use. Zimmer's reference number of this file is cmp-(B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a patient was implanted with a ceramic head in 2001 on the left hip side and underwent revision surgery on an unknown date due to device breakage. As exact implantation date is unknown the last day of the year reported is taken in this report.